Event description:
Medtronic received a report the unit kept measuring data after the patient expired. Medtronic is requesting additional information regarding the circumstances of the product event and the patient information.